Manufacturer narrative:
The hill-rom technician replaced the casters, bushing and stiffener plate to repair the bed.

Event description:
Information received indicates the brakes will not hold on the bed.